Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). This report is filed (B)(6) 2016. Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed on august 08, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, august 08, 2016.

Manufacturer narrative:
This report is filed on february 14, 2017.